Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had just started on the pump and had training yesterday. Customer stated that he has already forgotten everything. Customer was having low blood glucose levels since this morning. Customer's blood glucose level was at 40 mg/dl, so he drank a soda and was at 60 mg/dl. Customer's current blood glucose level is 267 mg/dl. Customer was unable to troubleshoot for the low blood glucose level. No further assistance needed.